Event description:
It was reported that customer had high blood glucose and also alarm history showed no delivery alarms. Customer's blood glucose was 29 mmol/l. After troubleshooting, customer was able to clear alarm with completed set change. Customer was advised to monitor insulin pump and to call should issue occur. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.